Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this pacemaker, as it was unclear whether the observed rhythm represented ventricular tachycardia (vt) or atrial undersensing. Upon review, ts recommended that arrhythmia assessment be performed at physician discretion, as atrial flutter, intermittent undersensing and far-field oversensing on the right atrial (ra) channel were considered plausible explanations for the observed rhythm. Additionally, ts discussed options for troubleshooting. No adverse patient effects were reported. The device remains in service.